Event description:
It was reported that shaft fracture occurred. The 80% stenosed, 10mm in length target lesion was located in the mildly tortuous and moderately calcified, 3.0mm in diameter, left anterior descending artery (lad) with a significant bend of less than 45 degrees. A 10/3.00 flextome¿ cutting balloon catheter was advanced to treat the lesion. During withdrawal of the balloon, the distal shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device observed a hypotube shaft break 990mm from the catheter strain relief. The hypotube was also kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. No damage was noted to the tip or blades of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. The 80% stenosed, 10mm in length target lesion was located in the mildly tortuous and moderately calcified, 3.0mm in diameter, left anterior descending artery (lad) with a significant bend of less than 45 degrees. A 10/3.00 flextome¿ cutting balloon catheter was advanced to treat the lesion. During withdrawal of the balloon, the distal shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.